Event description:
Customer reports the following results with meter. Pt's therapeutic range is 2.5-3.5. Coumadin dose held on (B)(6) 2010. Coumadin dose increased on (B)(6) 2010.

Manufacturer narrative:
Per general description, customer utilized microsafe capillary tubes, but no indication of misuse or improper technique. Customer also produced greater than 7.5 inr. Inratio meter measures inr range from 0.7-7.5 inr. This unexpected results may be caused by the following: a hematocrit that is higher or lower than the validated operating range of the inratio system can cause inaccurate result. Lupus or antiphospholipid antibody syndrome (aps) may falsely prolong the inr value. Certain prescription drugs and over-the-counter medications that can affect the action of oral anticoagulants and the inr value. Liver disease, congestive heart failure, thyroid dysfunction, and other diseases or conditions can affect the action of oral anticoagulants and the inr value. Changes in diet, lifestyle, or taking nutritional supplements such as ginkgo biloba can affect the action of oral anticoagulants and the inr value. All inr results provided by customer are performed more than three hrs between two readings. Since time of test exceeded three hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. No corrective action required at this time as no product deficiency was established.